Event description:
Pt was returned to surgery after bleeding was suspected following initial surgery. Pt had poor perfusion to the lower extremities. Following the surgery, where warming was applied, pt was found to have 2nd and 3rd degree burns to the legs and ankles.